Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 volts. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.